Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2007, the plaintiff was implanted with a monarc sling system "with the intention of treating the plaintiff for pelvic organ prolapse and/or urinary incontinence." It was alleged that the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia", had "significant mental and physical pain and suffering", has sought "medical treatment", "has sustained permanent injury", "was injured in her health, strength and activity, sustaining injury to her person, all of which injuries have caused plaintiff severe metal and physical pain and suffering, has had "additional surgery", and has had "other injuries."

Manufacturer narrative:
Should additional info become available regarding this event iw will be re-evaluated and a follow-up report will be sent.